Manufacturer narrative:
H3 other text : device was evaluated by third party, factory authorized service center.

Event description:
A ventilator was returned to a third-party service center for service for a ventilator service required error message. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, the complaint was confirmed, finding an error code pertaining to the flow sensor on diagnostic test. The machine flow sensor was replaced to address the issue. Additionally, not related to the issue the fio2 tubing was found to be dirty.